Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 22.5 mmol/l, at the time of incidence. Customer had 4.9 mmol/l, of blood glucose at the time of bed and they woke up with the blood glucose level of 22 mmol/l,13 mmol/l. Customer did not troubleshoot as they were busy for the day. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.